Event description:
The customer stated that her blood glucose readings had been higher than usual. She did not allege any adverse events based on the higher readings. The customer's test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 313mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.